Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was intermittently unresponsive. Additionally, it was reported that intermittent low blood glucose (bg) events occurred. Bg values not provided. The customer declined contact from tandem technical support regarding the issues, therefore no additional information could be obtained.